Event description:
It was reported that the control-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was 522-523 mg/dl. Customer's bg level elevated to 648 mg/dl as a result of the adjusted insulin delivery. Customer administered a manual injection of 10 units of insulin to address bg level. After treating the elevated bg level, the customer¿s bg stabilized at 135-136 mg/dl. Customer was educated on basal-iq and control-iq features as it pertains to cgm data; customer understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.